Event description:
It has been reported to philips that, the wireless footswitch was not connecting to the system during a procedure. The indicator lights on the wireless footswitch which display the status of the wireless connection were red, indicating a loss of connection. The wired footswitch is available in the control room. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the philips application specialist performed a system restart which re-established a connection in the wireless footswitch. Additionally, he relocated the wired footswitch to the exam room to use as a backup. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation. Updated initial report text in the adverse event tab (describe event) in order to clarify confusing language.

Event description:
It has been reported to philips that the wireless footswitch was not connecting to the system during a procedure and the red indicator lights on the wireless footswitch display the status of the wireless connection. The wired footswitch is available in the control room. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.